Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed scratches and cracks to the lcd window lens screen. The tamper seal was broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was not duplicated. The device passed all test, no issue found. As a result, a preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported the device exhibited over delivery. No adverse patient effects were reported by the customer. Occurred during testing.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.